Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received a curved-tip stapler 30 instrument (part #470530-05; lot #s10160901-0010) associated with this complaint and completed investigations. Failure analysis investigations did not replicate nor confirm the customer reported complaint "stapler misfired." The stapler instrument was tested in-house and the instrument initialized, clamped, fired, and unclamped without any issues. No damage found. A review of remotefe logs showed no failures. Based on the current information provided, this complaint will remain reportable due to the following conclusion: during a da vinci-assisted surgical procedure, the surgeon allegedly encountered an incomplete staple line after a white stapler 30 reload was fired with a curved-tip stapler 30 instrument. As a result of bleeding, the surgeon placed a hem-o-lok clip to maintain hemostasis. However, at this time, the root causes of the customer reported failure mode and intra-operative complication are still unknown.

Manufacturer narrative:
Based on the current information provided, the root cause of the patient¿s intra-operative complication cannot be determined. Isi has requested for the curved-tip stapler 30 instrument and stapler reload(s) to be returned for evaluation. However, as of the date of this report, the stapler instrument and reload(s) have not been returned to isi. If additional information is received, a follow-up MDR will be submitted. Isi has reviewed the site¿s system logs with a procedure date of (B)(6) 2019. No related system errors were found to have occurred during the surgical procedure. Two different curved-tip stapler 30 instruments were used during the surgical procedure. Both stapler instruments combined to fire four white stapler 30 reloads. All firings were complete per the logs, and there were no incomplete clamps with the curved-tip stapler 30 instruments. After these four firings were completed, a sureform stapler 60 instrument was used to fire two white sureform stapler 60 reloads. Both firings were completed." This complaint is being reported due to the following conclusion: it was reported that during a da vinci-assisted surgical procedure, the surgeon allegedly encountered an incomplete staple line after a white stapler 30 reload was fired with a curved-tip stapler 30 instrument. As a result of bleeding, the surgeon placed a hem-o-lok clip to maintain hemostasis. However, at this time, the root causes of the customer reported failure mode and intra-operative complication are unknown.

Event description:
It was reported that during a da vinci-assisted nephrectomy procedure, the surgeon allegedly encountered an incomplete staple line after a white stapler 30 reload was fired with a curved-tip stapler 30 instrument. According to the initial reporter, an intuitive surgical, inc. (Isi) clinical sales representative (csr), the distal end of the staple line did not get a good seal. On 08/22/2019, isi contacted the csr and the following additional information regarding the reported event was obtained: the surgeon initially used a curved-tip stapler 30 instrument to staple across arteries near the kidney. Per the csr three to five stapler 30 reloads were reportedly fired before the alleged stapling issue was observed. Per the csr, the staple line appeared to be complete. However, the surgeon was not comfortable with observed oozing of blood on the distal end of the staple line. There was no active or pulsatile bleeding. The estimated blood loss was less than 2 ml. As a result of the alleged stapling issue, the surgeon switched to a sureform stapler 60 instrument to complete the procedure. In addition, the surgeon reportedly placed a hem-o-lok clip to maintain hemostasis during the procedure. There were no post-op complications. The csr indicated that the customer plans on returning the curved-tip stapler 30 instrument and stapler reload(s).